Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial reporter information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that there was a misalignment with the collimator and detector. The issue was resolved by realigning those components. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the pendant displayed "error initializing collimator". The site performed several reboots and invalidated home without resolution. There was no patient present.